Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform stapler instrument and the reload involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the logs for the sureform 60 stapler instrument associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: logs show pn 480460-09, ln l84240307-0312, was installed on the system 4 times and fired 4 blue reloads. On install 1, the system failed to detect the reload color, and the user manually selected the blue reload via the user interface on the surgeon side console touchpad. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the msc logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler was stuck to tissue. The issue occurred on the 5th load. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the color of the stapler reload was blue. The surgeon did not experience any clamping issues prior to firing. The unclamp failure did not occur after firing the reload or following an aborted clamp attempt. The issue with the instrument did not occur after a system fault. The tissue was stuck to the jaws after unclamping. The surgeon gently removed the tissue from the jaws. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two blue 60 reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. A review of the logs was unable to verify any failures. The instrument was fully functional with no problem detected. The complaint was not confirmed by failure analysis. The stapler reload accessory was also analyzed and found to have lodged staples wedged in between the knife track. The staples were removed and there were 2 staples confirmed. The knife was not exposed within the knife track, but blade damage to the knife was observed. An additional observation that was not reported by site the site was also observed. The reload blade was found to have mechanical indentations. The reload cover was removed and the knife was inspected. Damage was found to the blade. There was no cartridge damage observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.